Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that prior to the change out procedure, the device was unable to obtain impedance measurements on the right atrial lead. Pocket manipulation during the initiation of the explant resulted in the failure to pace. The patient's rate dropped to approximately 30 bpm. It was noted that the patient is not pacer dependant. It was questioned if the repeated interrogations prior to the procedure could have caused complete battery depletion.